Manufacturer narrative:
The root cause of the issue was determined to be due to operator misuse of the axxent electronic brachytherapy system. The operator had completely loosened the arm joint of the system and caught the arm cable within the joint, damaging the cable and resulting in the failure of the pullback force sensor noted above. The pt will be completing her treatment through other radiation treatment methods. The incident did not result in a pt injury.

Event description:
During intra-operative radiation treatment (iort) of the breast, the operator could not calibrate the pullback force sensor of the axxent electronic brachytherapy system. The treatment could not be completed. The root cause of the issue was determined to be due to operator miscue of the axxent electronic brachytherapy system. The operator had completely loosened the arm joint of the system and caught the arm cable within the joint, damaging the cable and resulting in the failure of the pullback force sensor noted above. The pt will be completing her treatment through other radiation treatment methods. The incident did not result in a pt injury.